Manufacturer narrative:
Additional information: a medtronic representative reported that the issue was found to be related to an electrical issue in the operating room (or) and unrelated to the imaging system.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure the mobile view station (mvs) of imaging system was not receiving power and there was no indication when the switch was on. There was no patient present at the time of the issue.